Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 8:30 am with blood glucose of 431 mg/dl. The customer experienced symptom such as vomiting 8 times. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.